Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, multiple episodes of post-paced t-wave oversensing were noted. Programming changes were made. There were no adverse health consequences, the patient was stable.